Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged high reading of "295 mg/dl" with the subject meter that began on (B)(6) 2011 at 7:30am. The patient claimed he manages his diabetes with insulin. Due to the alleged reading of "295 mg/dl", the patient claimed he administered his dose of insulin accordingly (type/dose not specified). At an unknown date/time, the patient reported he became sweaty and shaky, that his blood glucose result dropped to "88 mg/dl". In response to his symptoms, the patient stated he drank orange juice and ate crackers by noon time that day. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however the patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia possibly after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.